Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient operated on (B)(6) 2015 by (B)(6) at the (B)(6). Surgery was planned on (B)(6) 2020 for change of the prosthesis because of dysfunction. During the change, I was noticed that the tubing connecting the reservoir to the pump was cut.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #611254 . According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2015 removed and replaced on (B)(6) 2020. The information received indicated device dysfunction. During the change it was noticed that the tubing connecting the reservoir to the pump was cut. A titan touch pump, two cylinders, and a reservoir were returned for evaluation. Testing revealed a separation within abrasion in the cylinder 2 exhaust tubing. This was a site of leakage. Microscopic evaluation revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed a group of uniform striations, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. Surface abrasion was noted on the exhaust tubing and strain reliefs of cylinders 1 and 2, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, surface abrasion noted on both cylinder exhaust tubing, aligned in such a way to conclude that they had overlapped and abraded against one another near the pump area while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress on the cylinder 2 exhaust tubing to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tubing of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation may have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.